Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart and was unable to complete rewind the insulin pump. The customer¿s blood glucose level was 263 mg/dl. The customer was able to clear the alarm. The customer was treated with manual injection. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.